Event description:
User facility reports one incident of a leak in the bloodline during hemodialysis treatment. Air was noticed in the circuit and staff found leak or separation between the arterial tubing and the cuvette chamber. No further info has been provided by the facility and compaint sample was not returned. Ebl=200cc. MDR is filed for blood loss only. No pt injury or need for medical intervention is reported.